Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of approximately 40 mg/dl, bruising, a fall, and damage and swelling to back of eyes. Reportedly, the control-iq algorithm increased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm bg reading was approximately 300 mg/dl and the meter bg reading was approximately 40 mg/dl. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous saline and glucagon. Reportedly, the customer was released on 10/11/2022 with the issue resolved and no permanent damage. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.